Event description:
The patient wearing an pod sought medical attention on (B)(6) 2025, due to hypoglycemia (less than 70 mg/dl). The patient experienced symptoms such as passing out, dizziness, sweating, shaking, and unconsciousness. The hospital visit lasted until (B)(6) 2025. Treatment included administering sugar, conducting blood work, and providing fluids. The patient reported missing sensor values and was in the hospital due to a sugar drop. The pod was worn between 4 and 24 hours on the arm.

Manufacturer narrative:
Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Smartphone operating system: n5004l-am-q-mv01602-06-01.06. Smartphone hardware: n5004l. Cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, loss of consciousness and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.